Manufacturer narrative:
While no injury was reported for this event, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The returned assorted files have been analyzed. The files 015, 020 and 025 are actually damaged (untwisted, or bent and untwisted at once in the active part. Analysis show that these instrument have been damaged under torque stress. No material defect was found during analysis of the damaged areas. No unused file 015, 020 or 025 is available for evaluation. For information, the three other files 030, 035 and 040 have been used but are not damaged. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that k -flexofiles readysteel broke. The outcome of the event is unknown as of this MDR evaluation.